Manufacturer narrative:
The customer returned both meters and test strips where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): (B)(4) (meter a): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. (B)(4) (meter b): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 2 patients tested on 2 different coaguchek xs meters compared to an unknown laboratory method. Patient 1 was tested with meter serial number (B)(4) (meter a) and patient 2 was tested with meter serial number (B)(4) (meter b). Patient 1 was tested on meter a between 4:00 - 4:30 a.m. With a result of 5.0 inr. The result from the laboratory at 8:00 a.m. Was 3.3 inr. The patient's coumadin dose was reduced based on the laboratory result. The therapeutic range for patient 1 is 2 - 3 inr. On (B)(6) 2019 patient 2 was tested on meter b at 4:02 a.m. With a result of 5.2 inr. The result from the laboratory at 8:00 a.m. Was 3.3 inr. No changes were made to the patient's coumadin dose. The therapeutic range for patient 2 is 2.5 - 3.5 inr. The results from the laboratory were believed to be correct. There was no allegation that an adverse event occurred. Both meters and the test strips were requested for investigation.